Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 400 mg/dl at the time of incident. Customer treated with insulin pump for high blood glucose. The customer also received no delivery while loading reservoir. Customer states the insulin did not exit and pump alarmed no delivery. Customer's outcome pertaining to the complaint. Declined to troubleshoot for high blood glucose. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. (B)(4).